Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). During the implant, it was reported that the surgeon had found the coring knife in the implant kit to be dull. The surgeon decided to use a back up coring knife, to complete the procedure. The hospital is sending back the coring knife to manufacturer for analysis. The patient remains stable, and on lvad support while awaiting a heart transplant.

Manufacturer narrative:
The manufacturer has received the device, and it is currently being analyzed. No further information is available at this time.